Event description:
The customer reported running high almost every day for the past couple of months and he believes the insulin pump is malfunctioning. The caller was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl two weeks ago. Troubleshooting was performed, and the drive support cap was loose. Advised the customer to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device was received with slightly loose but not protruding drive support disk. The device had stripped battery cap coin slot, cracked battery tube threads, and scratched display window.